Event description:
The patient reportedly was seen by the surgeon who observed that the electrode positioner had extruded and perforated the tympanic membrane. Revision surgery was scheduled to reposition the cii device.